Event description:
Healthcare professional reported one day after injection with two syringes of juvederm ultra plus xc in the oral commissures and chin patient contacted the office and reported "their heart [was] racing and they couldn't catch their breath". The injecting healthcare professional was not certain if the pt's symptoms were related to the juvederm injections and recommended the pt follow up with their primary healthcare provider. Pt saw their primary healthcare provider who ordered an EKG which showed an elevated heart rate; the pt was referred to a heart specialist. Additional info provided by the pt's husband noted after injection the pt experienced "respiratory problems", "couldn't breathe", developed swelling, and "turned purple". Pt went to a hospital and was prescribed "beta blockers, a type of steroid, and benadryl". The pt also visited a second hospital and was treated with "hydroxyzine". The pt was subsequently treated on a third occasion by a physician who prescribed "zyrtec"; this physician speculated that perhaps the pt was allergic to juvederm. Pt indicated that they were "constantly sick for the first two months" following the juvederm injections and that symptoms are ongoing. This is the same event and the same pt reported un MDR ID # 3005113652-2014-00009 (allergan complaint #(B)(4). This is the first MDR submitted for the first suspect product, juvederm ultra plus xc (lot #h30la30108).

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The event of "heart is racing", "couldn't catch their breath", "elevated heart rate", "respiratory problems", swelling, allergic reaction, "constantly sick", and turning purple are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset range from 1 day to 4 months post juvederm ultra plus injection, and outcome range from resolved to ongoing at last contract. Interventions prescribed by the physician included topical steroidal cream, oral steroids, and antibiotics. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a fe days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days.